Event description:
The manufacturer received information indicating a patient became disconnected from a ventilator and later expired. According to the reporter of the event, the patient was being transferred from a chair to a bed when a circuit component (whisper swivel) became detached from the patient circuit and rolled under the bed. While the caregiver attempted to reassemble the circuit and reconnect the patient, the patient cardiac arrested. The patient was transferred to a hospital and later expired. The reported time of the patient death was between 02:00 and 02:30 est on (B)(6) 2016. The device's downloaded event log was reviewed and confirms the ventilator was turned off on (B)(6) 2016 at 23:48:33 est and was not turned on again until (B)(6) 2016. The device's downloaded event log further indicates the ventilator began alarming for a circuit disconnect condition at 23:48:02 on (B)(6) 2016. The circuit disconnect alarm was acknowledged and silenced/reset at 23:48:04 on (B)(6) 2016. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The patient circuit and whisper swivel were returned with the ventilator. No issues or abnormalities were observed with the patient circuit or the whisper swivel. The manufacturer concludes the event was caused by the patient being disconnected from the device, not a malfunction of the device.